Event description:
It was reported that when using the bd pyxis¿ es server, all devices were not updated current up to data the customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the devices were not updating current data. A technical support specialist noted high random-access memory (ram) usage on the application and carefusion coordination engine (cce) production servers, with the interface showing a disconnected status. The tss adjusted the sqm memory cap, which reduced ram usage and allowed messages to resume processing from cce. The customer confirmed that the issue was resolved, with patients and orders crossing over as expected. The system functioned as technical support specialist troubleshot the device.